Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient's surgical incision was re-sutured. The recipient has resumed device use. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery on (B)(6) 2018. The recipient is successfully wearing the device.